Manufacturer narrative:
Prosthesis, knee, patello femorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 74 yo male patient, initial right tka implanted on an unknown date, underwent a revision procedure on (B)(6) 2024. The patient was brought in to be revised due to suspected poly wear. The old poly was removed and replaced with the same size after trailing. There was no reported breakage of a device or surgical delay/prolongation. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. No other patient/medical information reported. No device return anticipated for analysis as the surgeon kept the device. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of prosthesis wear or the inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.